Event description:
It was reported in the journal article titled: comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease, that post coronary drug eluting stenting treatment procedure, sub-acute thrombosis occurred. During the initial procedure, an unspecified axus express2 paclitaxel-eluting coronary stent was implanted in the proximal left anterior descending (lad) artery. Lesion characteristics were not provided. Six days post-procedure, the pt experienced precordial pain with st elevation observed. Subsequent percutaneous intervention confirmed subacute thrombosis. Balloon expanding was performed multiple times and blood flow reached timi grade 3. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: ya-ling h, xiao-zeng w, quan-min j, shou-li w et al. Comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease. Chinese journal of cardiology 2006; 34: 123-130.